Event description:
It was reported the customer received multiple occlusion alarms.

Manufacturer narrative:
On (B)(6) 2017: the customer was to revert back to manual injections for diabetes management while the replacement pump arrived. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 287mg/dl and a correction bolus was delivered to address the bg level, the customer's mother assisted in programming the bolus. The contact reported that the customer is using a site on their thigh which has never been used before. As the contact was not with the customer when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.